Manufacturer narrative:
The report of pump stoppage events was confirmed based on the submitted system controller log file. The pump remains in use and the system controller was not returned for evaluation. Review of the submitted log file revealed several low speed events and pump stoppages over approximately a 10 minute time period between 12:31-12:41 on 03/21/2016. In addition, some higher pump power values were observed (up to 10.9 watts) and high motor current events were also captured on 3/21/16 at 12:35. All low speed events and pump stoppages recorded in the log file appeared to occur while the pump was powered by the power module. Based on previous complaint experience, the transient low speed events and pump stoppages appear consistent with a potential driveline wire compromise. The patient remains ongoing using an ungrounded patient cable. No additional events have been reported at this time. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 11 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient received a controller fault alarm on (B)(6) 2016 after performing a system controller self-test while connected to battery power. The alarm spontaneously resolved and the patient reported no further issues. It was reported that the patient was asymptomatic. During a clinic visit on (B)(6) 2016, the patient's white power lead was connected to the clinic's power module. The patient immediately received a red heart alarm and the white power lead was promptly connected back to battery power. A controller fault alarm then occurred which could not be cleared so a system controller exchange was performed. The patient then experienced another pump stop for approximately 1 minute while connected to the power module. The patient was then placed back on battery power and normal pump function resumed. The patient was placed on a modified patient cable. No further alarms occurred, however, a transient power spike was observed. It was reported that the patient had gained approximately 50 pounds since implant in (B)(6) 2015. As of (B)(6) 2016, the clinic's vad coordinator reported that the patient had no further alarms or pump stops while on battery power or while connected to the power module using a modified patient cable. A modified patient cable was provided for home use and frequent follow-up was planned, as the patient is not a candidate at this time for a pump exchange.